Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device check, the right ventricular lead exhibited noise. The noise was reproducible with pocket manipulation. The lead was capped and replaced. Upon extraction, an insulation anomaly was noted on the lead. The patient was stable post procedure.